Event description:
It was reported that balloon rupture, balloon detachment and loose radiopaque (ro) marker band occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified fistula of the left arm. A 8.0 x 20, 135cm mustang balloon catheter was advanced for dilation. However, during second inflation, the balloon ruptured. When the device was removed, the shaft broke 10mm from the hub and the balloon broke off from the shaft. The ro markers came off and were on the wire. The physician tried to removed the detached balloon with a snare but was unsuccessful. A non-boston scientific device was deployed to secure the balloon pieces. No patient complications were reported and the patient status is stable. A follow-up with the patient was conducted and the fistula was working fine.

Event description:
It was reported that balloon rupture, balloon detachment and loose radiopaque (ro) marker band occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified fistula of the left arm. A 8.0 x 20, 135cm mustang balloon catheter was advanced for dilation. However, during second inflation, the balloon ruptured. When the device was removed, the shaft broke 10mm from the hub and the balloon broke off from the shaft. The ro markers came off and were on the wire. The physician tried to removed the detached balloon with a snare but was unsuccessful. A non-boston scientific device was deployed to secure the balloon pieces. No patient complications were reported and the patient status is stable. A follow-up with the patient was conducted and the fistula was working fine.

Manufacturer narrative:
Device evaluated by MFR.: the mustang 8.0 x 20, 135cm was received for analysis. The device was received with a section completely detached. The detached section of device was not returned for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A complete circumferential tear located approximately 17 mm distal of the proximal balloon sleeve. The distal section of balloon material was not returned for analysis. The returned proximal section of balloon material was also found to be torn longitudinally along its entire length. A visual and tactile examination found the shaft of the device to have completely detached at approximately 7mm distal of the proximal balloon bond. The distal section of the device including a section of shaft, both markerband, the tip of the device and a section of balloon material were not returned for analysis. This type of damage is consistent with resistance being encountered excessive tensile force being applied to the device when withdrawing it through the guide/sheath. The tip of the device was not returned for analysis. Both markerbands were not returned for analysis.